Event description:
Rn unable to open door on avi 480 infusion pump. In process of attempting to get the door open, slide clamp on tubing inadvertantly opened. Pt rec'd bolus of regular insulin. Door on pump has broken plastic section on portion of door that goes into latch mechanism.